Event description:
It was reported that the user accidentally broke the connector while attempting to remove it by twisting with excessive force. The user¿s caregiver inquired about using pliers to remove the broken connector, and guidance was provided to attempt removal with pliers. No symptoms or changes in blood glucose were reported. Outcomes included temporary difficulty completing the supply change without any interruption in health status or need for medical intervention. Investigation included user interview and troubleshooting regarding safe removal of the damaged connector. Investigation of this case revealed that the connector was damaged during handling and no device malfunction was identified. It was concluded that the event involved physical damage to the connector during removal, with resolution expected following successful removal and replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.